Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. A new device consisting of a 4.0 cm cuff, pump and 61-70 cm balloon were implanted. The recurring incontinence onset was in august 2018. The patient is doing well post-procedure and the new aus will be activated in 4 weeks.